Event description:
Bayer case number: (B)(4) medical device removal "[medical device removal]" , particularly for pain in the right hand "[hand pain]" , particularly for pain in the right hand wrist "[wrist pain]" , facial pain "[facial pain]" , epigastralgia "[epigastralgia]" , episodes of palpitations related to ventricular extrasystole "[ventricular extrasystoles]" , episodes of palpitations related to ventricular extrasystole "[palpitation]" a bulbar polyp "[polyp]" , calcification in the right shoulder "[calcifying tendinitis of shoulder]" frontal pain "[frontal headache]" , neck pain "[neck pain]" , cervicobrachial neuralgia "[cervicobrachialgia]", right-sided lumbosciatica "[r sciatica]" , thoracic pain "[thoracic pain]" , sinus pain "[sinus pain]" , deterioration of her condition "[general physical health deterioration]" , numerous periods of sick leave "[sick leave]" . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced pain in extremity ("particularly for pain in the right hand"), arthralgia ("particularly for pain in the right hand wrist"), facial pain ("facial pain"), abdominal pain upper ("epigastralgia"), ventricular extrasystoles (" episodes of palpitations related to ventricular extrasystole"), palpitations (" episodes of palpitations related to ventricular extrasystole"), polyp (" a bulbar polyp"), rotator cuff syndrome (" calcification in the right shoulder"), headache ("frontal pain"), neck pain ("neck pain"), cervicobrachial syndrome ("cervicobrachial neuralgia"), sciatica (" right-sided lumbosciatica"), chest pain ("thoracic pain"), sinus pain ("sinus pain"), general physical health deterioration (" deterioration of her condition") and sick leave ("numerous periods of sick leave") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain upper, arthralgia, cervicobrachial syndrome, chest pain, facial pain, general physical health deterioration, headache, medical device removal, neck pain, pain in extremity, palpitations, polyp, rotator cuff syndrome, sciatica, sick leave, sinus pain and ventricular extrasystoles to be related to essure administration. The reporter commented: the patient had undergone placement of essure implants on (B)(6) 2016. She indicated that she had presented with various symptoms following this placement, which had required medical follow-up, particularly for pain in the right hand and wrist, epigastralgia, episodes of palpitations related to ventricular extrasystole, a bulbar polyp, calcification in the right shoulder, frontal pain, neck pain, cervicobrachial neuralgia, right sided lumb sciatica, and thoracic, facial, and sinus pain. The patient requested removal of the essure implants, which had been performed on (B)(6) 2025. The patient stated that the deterioration of her condition had affected her professional life, with numerous periods of sick leave after the implant placement. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.